Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted. See also medwatch 2210968-2011-01939 and 2210968-2012-01111. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of exposed mesh on (B)(6)2010 by dr.(B)(6) at (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure to treat vaginal, rectal and uterine prolapse on (B)(6) 2007 and a sling was used. The patient reportedly pain and erosion of her internal bodily tissue post-operatively. On (B)(6) 2007, the patient underwent a removal the sling and a replacement with an obturator sling.